Event description:
One of our reps. Is reporting that during a rotator cuff repair the distal portion of a flexible suture passer needle broke off into the patient. All was retrieved and the case was concluded successfully with no patient harm and without further incident.